Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer 3.1 had ball bearings falling on the floor, and the drawer rails had needed to be replaced. The field service engineer (fse) had found that main drawer 3-1 had been bad and needed replacement, with ball bearings coming out of the cage. The fse had replaced half height (hh) drawer 3 due to bad slides, as the bearing cage had been exposed. An hta test had been completed successfully, the station had been rebooted, and the drawer had been configured in the application. The customer had inventoried, and everything had been confirmed as operating correctly. The system functioned as intended after the field service engineer repaired the device.